Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's modular cable was severely damaged, and the modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being damaged was confirmed via the provided photo, as an image of the cable was provided which displayed the cable¿s outer jacket being torn which revealed the inner armor layer. Although the inner wires were not observed, the inner armor layer was observed to be unnaturally curved which would affect the inner wires. However, no alarms were reported with the event. The modular cable (lot number unknown) was not returned for analysis, and available information for this event indicates that the cable was exchanged and disposed. The root cause of the reported event was unable to be conclusively determined through this analysis. The lot number of the modular cable was not provided. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.